Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. A stryker service representative performed an initial evaluation of the customer¿s device and was unable to verify and duplicate the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. The customer received a loaner device.

Event description:
The customer contacted stryker to report that their device cannot detect defibrillation electrodes. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient harm associated with the reported event.